Manufacturer narrative:
(B)(4).

Event description:
It was reported that following implant of the left ventricular lead, the patient began experiencing phrenic nerve stimulation. It was determined that a microdislodgement had occurred. The lead was disabled.